Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a piece of the septum came out of the cartridge when the syringe was removed from the septum. There was no impact to the user's blood glucose level. The user would load a new cartridge and resume insulin delivery.